Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. Logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The first treatment of the left eye was cancelled by user, before laser fired. After that, surgeon started the treatment again. The treatment for the left eye was performed successfully without interruption. The user has not performed an energy check before this patient. No technical problem can be identified during logfile review. Root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported about a patient who had a residual refraction of -0.75 -1.75 x 043 in left eye four days following lasik treatment.